Event description:
A (B)(6) year old male with peyronie's disease was implanted with an ipp device on (B)(6) 2009. On (B)(6) 2010, the pt reported his ipp pump doesn't work, but he is holding onto deflate bar while trying to squeeze the inflate bulb. Then the bulb collapses after only one squeeze and slowly refills. Gave pt correct method. On (B)(6) 2010, pt indicated he needed a revision surgery. On (B)(6) 2010, pt suggested again he will need a revision surgery.

Manufacturer narrative:
A revision surgery has not been determined at this time. Should additional information become available regarding a revision surgery, it will be re-evaluated and a follow-up report sent. Unable to confirm if the event is related to a device malfunction. The device still remains implanted. No conclusion can be drawn at this time. It has been requested we do not contact this pt for additional information.